Event description:
It was reported that during a lap left nephrectomy procedure, the device fired 3 times perfectly. On 4th firing it locked halfway through the firing stroke. The cartridge was changed, they attempted to fire and the same thing occurred. A new device was opened, loaded and attempted to fire, it locked out on first load. Another product was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Firing trigger teeth the analysis showed that the ats45 device was received in good visual condition and with four reloads present. The reloads were received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.